Manufacturer narrative:
On (B)(6) 2007, the patient was evaluated by a neurologist for progressive numbness and tingling in the bilateral upper and lower extremities as well as associated weakness. At the age of (B)(6), the patient had to have his front teeth removed from incisor to incisor due to a breakdown of dental enamel, which might have been due to frequent vomiting. The patient continued with frequent diarrhea and emesis until he began to experience problems with fatigue around age (B)(6) (approximately 2001). The patient was diagnosed with anemia and was given iron supplementation. The patient continued with nausea and frequent diarrhea until mid 2005 when he developed numbness and tingling in his hands, in addition to the diarrhea and nausea and vomiting. The patient reported the numbness began in his right hand and then spread to his left hand, followed by his right foot and then to his left foot. He described a "pins and needles" sensation (in 2006); but was able to walk, run, jump, and had no impairment in his ability to care for himself initially. On (B)(6) 2006, the patient had a hematology evaluation. A complete blood count (cbc) continued to reflect a severe leucopenia, as well as mild anemia. A bone marrow biopsy was normal. Increased storage of iron with decreased sideroblastic iron was suggestive of a component of anemia of chronic disease. It was thought at the time that the patient's hematologic findings were consistent with a benign leukopenia, as well as an alpha thalassemia. Over the next several months, the patient became weak and was unable to climb stairs and was unable to ascend a staircase without using a hand rail. The weakness slowly progressed over the next year or so to include the tibialis anterior bilaterally, presenting with mild foot drop at first. This slowly progressed to foot drop causing tripping and falls. The weakness then spread to the extensor compartment of the forearm, making it difficult for him to button clothing or lift his wrists. On (B)(6) 2007, a second bone marrow aspiration was more compatible with a secondary process, not a primary bone marrow disorder. On (B)(6) 2007, the patient was sent for a neurologic consultation. Clinical impression included a neuropathy secondary to heavy metal toxicity. A nerve conduction study (on (B)(6) 2007) showed evidence for a neuropathy predominantly affecting the peroneal nerve plus the tibial nerve. On (B)(6) 2007, the patient had undetectable copper and ceruloplasmin levels in the peripheral blood. On the date of this evaluation, the patient had wide-based steppage gait. In the last two years, he had lost at least (B)(6). His history was consistent with malabsorption syndrome. His examination was significant for a stocking-and-glove distribution neuropathy, as well as a severe loss of proprioceptive modalities. The patient was diagnosed with copper deficiency and myeloneuropathy with anemia. The patient was referred for a gastroenterology, physiatrist, and neuro-ophthalmology evaluations. On (B)(6) 2007, a cervical magnetic resonance imaging (MRI) of the spine showed combined congenital and degenerative spinal canal stenosis with no evidence of spinal cord compression and multiple levels of neural foraminal stenosis. On (B)(6) 2007, nerve conduction studies showed electroneurophysiological evidence for peripheral sensory motor axonal neuropathy with some component of demyelination mostly in the proximal nerves/roots resulting in significant axon loss; right median nerve dysfunction at the wrist (carpal tunnel) resulting in mild axon loss. On (B)(6) 2007, copper level was 90 (normal 70 to 155 mcg/dl), zinc level was 138 (60 to 130 mcg/dl), and ceruloplasmin level was 21 (normal 18 to 36 mg/dl). On (B)(6) 2008, the patient had been infused with copper, but his feet had become much weaker. He had "cockup" braces on his forelegs that kept the front of his shoes up while he walked. The patient had severe motor neuropathy with footdrop bilaterally and weakness in his hands, giving him difficulties with fine motor movement and the ability to handle things and to write. On (B)(6) 2009, a gastric biopsy due to history of gastric polyps and gastroesophageal reflux disease (gerd) showed chronic active gastritis and helicobacter pylori. On (B)(6) 2009, a port-a-cath was placed for intravenous access. On (B)(6) 2010, the patient was treated with intravenous copper supplementation. On (B)(6) 2010, copper level was 108 (normal 70 to 140 ug/dl). On (B)(6) 2010, copper level was 115 (normal 70 to 140 ug/dl). Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neurological damages in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced personal injuries, including neurological damages. At the time of reporting, the outcome of the events is unknown. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2007, this male patient was hospitalized with complaints if nausea and vomiting and lightheadedness. On (B)(6) 2007, the patient had a gastrointestinal consultation due to pancytopenia and anemia. The etiology of the pancytopenia was unclear. Primary liver disease was not suspected. The patient was referred to a hematologist. On (B)(6) 2007, neurontin was no longer working for his neuropathy. He continued to describe discomfort in his legs as a 'heavy pain." Neurontin was weaned off slowly and cymbalta was started.